Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was hospitalized due to loss function in the leg. No anomaly was found during x-ray/ CT imaging. No issue was found with the scs system during troubleshooting by a manufacturer representative. Reportedly, patient is making good progress and patient¿s leg function has return. Patient is walking normally with some discomfort and was discharged from the hospital on (B)(6) 2026. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch:7556824